Event description:
It was reported that during percutaneous transluminal angioplasty intervention procedure a balloon rupture occurred. The 99% stenosed target lesion was located in the calcified and moderately tortuous left anterior tibial artery. A 1.5mm x 20mm x 143cm coyote balloon catheter was selected and advanced to treat the target lesion. Upon the first inflation at 6 atm, the balloon ruptured. The procedure was completed with a 2mmx220mm coyote balloon and a 2.5x40mm non-bsc balloon catheter. No complications were reported and patient's status was good.

Manufacturer narrative:
Patient's age at the time of event: patient over 18 years. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).